Event description:
While the md was drilling the femoral tunnel, the arthrex flip cutter drill was being used. The disposable drill bit broke. All pieces removed by md, and tunnel visualized with arthroscopic camera. Mini camera used to confirm, as well as an x-ray ap/lat left knee. The arthrex rep was present in the or at the time of the incident. The drill bit that broke was discarded. No patient harm.